Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number: not available.

Event description:
The doctor reports that the dental implant located in position number #46 failed because it fractured by the head. Implant was removed. The doctor reports that the procedure was concluded by placing another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss413, (osseotite implant 4 x 13mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. Damage to the implant was identified. The implant was trephined. The implants collar was fractured. DHR review was completed for the subject lot number 243256. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 243256 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors - occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.